Event description:
It was reported that this was an arteriotomy closure of a small-bore hole in a common femoral artery using a proglide device after a neurovascular intervention procedure. Reportedly, when tightening the blue suture, the blue suture broke. The broken blue suture was pulled in vitro, it was broken into multiple segments. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for evaluation. The reported suture separations were confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.